Manufacturer narrative:
The manufacturer previously received information alleging a rep dreamstation auto CPAP device filters were turning black every two days and the water reservoir had black stuff in it. The user is demanding a new device and is threatening legal action. The user alleged not being able to breathe or sleep and is tired. The user had seen his sleep provider, and the sleep provider determined the device needed to be replaced. This device is not part of the recall. This unit is a repaired device. An order was placed for the device to be replaced. The device was returned to a third-party service center for investigation. The customer complaint was not replicated. During the evaluation of the device, the third-party service center visually inspected the device and found error code 191(error 191: err_als_bist), a continue error level due to a failed pca component. The identified error does not constitute a reportable malfunction. In addition to the above findings, the module flip door was missing. The device was not repaired due to the customer requesting the device to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer received information alleging rep dreamstation auto CPAP device filters are turning black every two days and the water reservoir has black stuff in it. The user is demanding a new device and is threatening legal action. The user alleged not being able to breathe or sleep and is tired. The user has seen his sleep provider, and the sleep provider determined the device needs to be replaced. This device is not part of the recall. This unit is a repaired device. An order was placed for the device to be replaced. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.